Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels (approximately 40-42 mg/dl). Customer was unsure of the cause of low bg levels. Customer declined to upload pump data for review, and brought bg levels back to target range with a glucagon pen and juice.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed by cgm on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). Cartridge change sequence completed with large "tubing fill" request. Basal rate was adjusted slightly higher on (B)(6) 2017. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no indication that the insulin pump caused or contributed to low bg levels.